Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. The cycler had drain line alarms while in drain three and the patient ended treatment. When he removed the cassette he found fluid on the membrane of the cassette. He was advised to contact his pd nurse. The set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. His effluent remained clear. He was not prescribed any antibiotics. No adverse event reported at this time.